Event description:
It was reported that the device is giving blockage alarm since 3-4 days ago. The device was not working since it stopped. Unknown delay reported. No patient affectation reported.

Manufacturer narrative:
The device used in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. A review of the device history record showed that the unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous three years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. This investigation has now been closed and recorded as insufficient information to determine a root cause. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.